Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Customer agreed to use multiple daily injections as a backup therapy and was informed about receiving a replacement pump with updated software. Technical support advised the caller on necessary steps, including placing the pump in storage mode before returning it to tandem. The replacement pump was dispatched, and the caller was instructed to return the faulty pump within 10 days using the provided shipping materials.